Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This report includes a breakdown of demographics and outcomes for attune affixium tibial knee components between (B)(6) 2012-(B)(6) 2025 submitted to the american joint replacement registry (ajrr) as of (B)(6) 2025. 1. Primary tkas with attune affixium with cruciate retaining (cr) only. 2. Primary tkas with attune affixium with posterior stabilized (ps) only. 3. Primary tkas with attune affixium with medial stabilized (ms) only. Each type of tray will be represented by its own impacted product/construct attune affixium ms adverse event(s) and provided interventions possibly associated with unknown knee construct attune (qty 81) fracture requiring intervention of revision (qty 1) quantity unknown but less than 10 infection requiring intervention of revision (qty 36) joint instability requiring intervention of revision (qty 14) unspecified mechanical complications requiring intervention of revision (qty 15) hematoma/wound complications (qty 1) quantity unknown but less than 10 pain requiring intervention of revision (qty 12) stiffness requiring intervention of revision (qty 1) quantity unknown but less than 10 ¿other¿ reason for revision (qty 1) quantity unknown but less than 10 adverse event(s) and provided interventions possibly associated with unknown knee tibial tray attune (qty 11) loosening at the implant to cement interface requiring intervention of revision (qty 11) attune affixium ps adverse event(s) and provided interventions possibly associated with unknown knee construct attune (qty 18) fracture requiring intervention of revision (1) quantity unknown but less than 10 infection requiring intervention of revision (12) joint instability requiring intervention of revision (1) quantity unknown but less than 10 unspecified mechanical complications requiring intervention of revision (1) quantity unknown but less than 10 pain requiring intervention of revision (1) quantity unknown but less than 10 stiffness requiring intervention of revision (1) quantity unknown but less than 10 ¿other¿ reason for revision (1) quantity unknown but less than 10 adverse event(s) and provided interventions possibly associated with unknown knee tibial tray attune (qty 1) loosening at the implant to cement interface requiring intervention of revision (1) quantity unknown but less than 10 attune affixium cr adverse event(s) and provided interventions possibly associated with unknown knee construct attune (qty 6) infection requiring intervention of revision (1) quantity unknown but less than 10 joint instability requiring intervention of revision (1) quantity unknown but less than 10 hematoma/wound complications (1) quantity unknown but less than 10 pain requiring intervention of revision (1) quantity unknown but less than 10 stiffness requiring intervention of revision (1) quantity unknown but less than 10 ¿other¿ reason for revision (1) quantity unknown but less than 10 adverse event(s) and provided interventions possibly associated with unknown knee tibial tray attune (qty 1) loosening at the implant to cement interface requiring intervention of revision (1) quantity unknown but less than 10.